Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and self test. However, the pump failed the sleep current measurement and active current measurement due to moisture damage on the electronic assembly. Also, moisture damage on the vibrator, motor assembly and battery tube noted during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they did receive low battery alert prior to replace battery alert. Customer stated battery was not previously used. Customer stated battery cap was not loose, cracked or damaged. Customer stated this was the second occurrence of replace battery with a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.